Event description:
The patient presented at approximately one month post-op with pain. Imaging revealed fusion construct failure, both screws (screws not provided by vti) and interbody. The doctor stated the patient was high risk (high bmi and osteopenic bone). Screws and interbody were revised. A review of the images showed the second b module is no longer locked to the first b module and has migrated, with attached c module, about 10mm posteriorly. In addition, the device is rotated slightly in the disc space.